Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. User facility concluded that event was not device related. Examination of returned device found evidence of subsurface cracking, pitting, and delamination. Deformation of the bearing suggests the femoral component was articulating off the anterior/medial edge of the bearing.

Event description:
It was reported that the patient underwent total knee arthroplasty in 1998. Patient returned to surgery eight years later to exchange worn tibial bearing component.